Manufacturer narrative:
(B)(4). Batch # m9282t. The analysis results found that the el5ml device was returned in good visual condition. In addition, a bag with two malformed clips was returned along with the instrument in an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed eight conforming clips and two clips with gap as the clips snapped towards the tissue stop. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap sigmoidectomy, a teardrop-shaped clip was formed at firing on the blood vessel. Then, the teardrop shaped clip was not removed from the patient and a new clip was deployed on the same point with another clip device. There were no adverse consequences to the patient.